Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. The returned partial catheter, consisting of the sutureless connector assembly and proximal catheter segment, was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Analysis also identified a sharp bend in the area of the transition tubing near the connector with a kink in the catheter body near the damaged transition tubing. H6 correction: the previously applied device code a1405 is not applicable and has been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, patient, healthcare provider, foreign) regarding a pati ent who was receiving lioresal (baclofen) with concentration 2000 mcg/ml at a dose rate of 499.,4 mcg/day via an implantable pump. It was reported that the actual remaining amount of drug in the pump did not match the expected remaining amount specified by the pump. The date of the event was unknown. Regarding diagnostics/troubleshooting performed, it was indicated that this information was not given. There was no known external factor mentioned that may have led or contributed to the issue. The pump and catheter were explanted and replaced with new. The issue was resolved. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available. The patient was without injury regarding their status as of on (B)(6) 2023. Additional information was received from a foreign healthcare provider via a company representative on 2023-feb-08. The model number, serial/lot number, and implant date of the catheter associated with the event was unavailable / not given. The actual drug in the pump was more than expected residual amount. The expected volume of the pump should have been 2 ml; however, they aspirated 10 ml. This situation had occurred not just once. There was more than once that the actual volume obtained from the pump reservoir was not the same as the residual amount. This was the reason why they explanted the pump. It was further reported that there was an alarm regarding the low volume in the pump. The pain nurse programmed/ changed the volume in the system to stop the alarm. The proximal part of the catheter still connected to the pump, was to be returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath; lot#: unknown serial#:; implanted:; partially explanted: on (B)(6) 2023; product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.